Event description:
--

Event description:
--

Manufacturer narrative:
Upon return to boston scientific's post market quality assurance laboratory, a review of device memory revealed the device declared its end of life indicator (eol) after experiencing a charge time greater than the eol 30-second charge time limit. Additional lab analysis and testing showed eol was triggered earlier than expected due to a higher-than-typical build-up of device internal battery impedance. Analysis confirmed that all therapies were available.

Manufacturer narrative:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with an early replacement indicator suspected.

Event description:
Boston scientific crm received information from a boston scientific field representative that this device displayed an end of life (eol) battery status indicator associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. There were no adverse patient effects reported, and the device remains implanted and in service.

Manufacturer narrative:
This report will be updated if additional information is received.